Event description:
The customer contact reported a separation. The pt was receiving an unspecified therapy. After an unspecified length of time in use, the pt pulled the device apart at an unspecified location. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The information on reprocessing of the device was requested; however, no response has been received.